Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.

Event description:
During the angioplasty of a lesion located in common iliac artery (side unk) this balloon ruptured at 4 atmospheres when pressure was applied with an indeflator. This pt is an male. The vessel had severe calcification, mild tortuosity and 80% stenosis. The product was properly inspected and prepped prior to use. The physician had no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. After the balloon ruptured, the physician safely removed the balloon from the pt. There is no info as to how the procedure was completed. There was no reported adverse consequence to the pt.